Event description:
The customer reported that the unit alarmed blower stall and blower temp high while in use. The customer reported that the unit was in use on patient, but there was no patient harm reported. Unit was swapped out. The customer contacted product support and stated the unit alarmed blower stall and blower temp high while in use on patient, no patient harm. Unit was removed from patient without incident, unknown if humidifier was in use or temperature of patient room at time of incident, noted blower temp high (1122) error code in log, unit was just serviced for annual pm, filters are clean. Product support advised customer to inspect cooling fan and blower for operation, unit appears to be cycling normally, customer will let unit run to try and duplicate complaint and perform performance verification test (pvt) if no error is found. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/18/2022, 09/15/2022 and 09/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.